Event description:
It was reported that the subject device gave a poor picture. The event occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken charge coupled device, noise in image, and cracked coverglass of the insertion section. A root cause could not be identified. Based on the results of the investigation, it is likely there was a poor picture due to the broken charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device gave a poor picture. The event occurred during preparation for an unspecified procedure. There were no reports of patient harm.